Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was not confirmed based on the field evaluation. The fse was unable to reproduce the reported issue. The fse instructed the customer on orientation setup.¿the system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted appendectomy surgical procedure that the 30-degree endoscope would not orient to the surgeon's selected orientation of 30 up or down, and would not flip to the opposite orientation. The endoscope appeared at a 90-degree angle. The customer contacted a tech support engineer (tse), who explained that an incorrect endoscope collar orientation when engaging the endoscope may induce the described symptoms. The procedure was completed as planned with no report of patient harm, adverse outcome or injury.